Event description:
I have worn contacts and have never had any major problems. I am extremely clean -especially with my contacts-. I had my annual eye exam and was given complete moisture plus contact lens solution by my doctor. The first day, my eye watered. I simply thought that the new contacts were adjusting. By the third day, the pain was unbearable. As I moved the contacts, my left eye was extremely red, in pain and would not stop running. I immediately called my doctor. I went in and was given medication for the irritated eye. I have missed a day off of work. I have to use the medicated eye drops for 5 days. This has been such a painful and major inconvenience for me. Dose or amount: as needed. Dates of use: thirteen days in 2007. Diagnosis or reason for use: gross irritation. Event abated after use stopped or dose reduced? No.